Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the need for additional treatment (abduction pillow) reported was likely the result of the acromial stress fracture 3 months after the original surgery. "Unintended bone fractures" is listed in the product labeling under device specific risks.

Event description:
Index surgery: (B)(6) 2016. Non-revision of right shoulder components due to an acromial stress fracture. This event report was received through clinical data collection activities.

Event description:
Index surgery: (B)(6) 2016. Non-revision of right shoulder components due to an acromial stress fracture. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.